Event description:
Patient reported losing the time settings (date and time) several times after changing the battery of the infusion device. On (B)(6) 2013, preliminary evaluation found the menu button on the device does not respond. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint can be verified. Result the menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function. According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.